Event description:
Argentina. Allegedly, a patient who underwent an augmentation mammoplasty in (B)(6) 2025 now has a baker grade iii capsular contracture in her right breast (sn (B)(6)) and a rotation in the left side (sn (B)(6)). A revision surgery was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: rotation.